Event description:
It was reported that the vns patient was experiencing mental health problems and was admitted to the hospital. The patient has been transferred to a mental health facility. Attempts for additional relevant information were made but have been unsuccessful to date.